Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It is possible the reported difficulties may be related to patient morphology/pathology and/or user technique/procedural conditions, however a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip xtr was advanced and implanted at a2-p2, successfully reducing mr to 2-3. However, a lateral jet was noted. A mitraclip ntr was implanted without reported issue lateral to the first clip to further reduce the mr. However, mr increased to 4. In the physician's opinion, there was a cleft observed on the leaflet but unsure if it was present before or after the second clip was implanted. No treatment has been planned at this time. There was no clinically significant delay in the procedure. No additional information was provided.